Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that a surgeon was using the three prong benders to make a bend in the midface l plate, and the plate broke. Nothing was implanted in the patient. There was no medical intervention, surgical delay, or adverse consequences reported for this event.